Event description:
The patient called lifescan and alleged the one touch basic enhanced meter would not power on. The patient went to the doctor's office to have their blood glucose checked. Reading on an unknown meter was 278 mg/dl. The patient had taken 1 glucophage before going to the appointment and the doctor gave them glucotrol 1.5 tabs. No symptoms of high or low blood glucose were reported. The customer care representative performed troubleshooting and the meter would not powe on. The meter and test strips were return with return expected. Control solution sent.